Manufacturer narrative:
The insulin pump monitored for several days. Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low battery anomalies noted. The insulin pump received with minor scratched lcd window, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she went to the emergency room with high blood glucose over 600 mg/dl on december 2016. She stated she had been experiencing high blood glucose on and off since then. The customer treated with the insulin pump and manual injection. She also reported that the batteries were depleting faster than normal. She stated she received a battery cap replacement but issues persisted. Troubleshooting for high blood glucose was not completed. The insulin pump will be returned for analysis.